Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test due to failed batt test alarm.

Event description:
The customer reported via phone call that they had a failed battery test and tried multiple batteries. The customer¿s blood glucose level was unknown. Contacts are not missing or damaged of the battery cap. The customer also reported that neither battery compartment nor spring are damaged or corroded. The customer was advise to revert to back up plan. Troubleshooting was assisted. The device will be returned for analysis.